Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. The customer took a correction bolus and drank plenty of water. The contact stated that the customer's bg level had become elevated, as the customer was unable to deliver a bolus during a break in a soccer game. The customer was unhappy with the time it takes to deliver a bolus. In addition, air bubbles were noted in the cartridge luer lock during the load process. The tubing was primed with 60 units of insulin to remove the air bubbles.